Event description:
An ophthalmic surgeon reported that during vitreoretinal surgery, the cutter port failed to close when set at 5000 cuts per minute (cpm). The product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).